Manufacturer narrative:
The total protein reagent lot was 851295. The calcium reagent lot was 841368. The glucose reagent lot was 869383. The expiration dates were not provided. The lamp, cuvette, and sample probes were replaced since the cuvettes appeared to be overflowing. The washing, drying, the ultrasonic mixer (usm) adjustment, and the rinse adjustment were checked. A general reagent issue was excluded, as the results believed to be correct were obtained using the same reagent. The field service engineer replaced the lamp and cuvettes again and replaced the valves of the sampling syringes and the degasser. Afterwards, the hardware performance check was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 8000 c702 module. Example 1 initial total protein result was 52.1 g/l, and the repeat result was 72 g/l. Example 2 initial total protein result was 44.1 g/l, and the repeat result was 76.1 g/l. Example 3 initial calcium result was 5.13 mg/dl, and the repeat result was 9.28 mg/dl. Example 4 initial calcium result was 7.83 mg/dl, and the repeat result was 9.74 mg/dl. Example 5 initial glucose result was 15 mg/dl, and the repeat result was 93 mg/dl.